Event description:
It was reported that the cause of the low flow alarms was due to hypertension and the issue resolved after increasing the patient¿s antihypertensive medication. The patient¿s lactate dehydrogenase (ldh) was within normal limits and hemolysis was not confirmed. No cause for the power and flow elevation was identified. The pump operated as intended. There were no reported symptoms and it was planned to increase the patient¿s international normalized ratio (inr) goal to 2.5-3.5.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed elevated pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, although the reported low flow alarms could not be confirmed through the evaluation of the submitted log files, the account communicated that the low flows were caused by hypertension. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021 and from (B)(6) 2021 through (B)(6) 2021. The file captured several power and flow elevations on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Several of the power and flow elevations occurred during a pulsatility index (pi) event. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists hypertension as a potential late postimplant complication that may be associated with the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician. In addition, the IFU also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This IFU and the patient handbook outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. Patient's pump exchange addressed in MFR# 2916596-2021-01799.

Event description:
It was reported that the patient was having plus signs on flows and possible low flow alarms. The patient recently underwent a pump exchange. The power was up to 9 watts and the flows were up to 10+++. The patient was kept on heparin and hemolysis labs were trending. The log file review began on (B)(6) 2021 at 11:22 with power at 4.5 watts, flow at 4 lpm, and pulsatility index at 6.9. The pump parameters remained in that range until (B)(6) 2021 at 21:13 when power and flow increased to 6.1 watts and 7.4 lpm with pulsatility index decreasing to 5. At this time the pulsatility index events began to occur. The pump parameters remained in this range until (B)(6) 2021 at 6:11 when power and flow decreased to 5 watts and 5.1 lpm with pulsatility index increased to 6.2. The pump parameters increased again on (B)(6) 2021 at 14:08 with power and flow increased to 7.5 watts and 9.9 lpm and pulsatility index decreased to 3.1. The file did capture 1 flow estimator high limit exceeded indication on (B)(6) 2021. The patinet had power spikes on history. Thrombus workup was negative. The patient was asymptomatic. The log file review captured several power/flow elevations on (B)(6) 2021 and (B)(6) 2021. There were no other unusual events recorded in the log file event history.